Event description:
It was reported that a patient's implantable cardioverter defibrillator (ICD) exhibited low defibrillation impedance, which led to instances of inappropriate shock on (B)(6) 2022. The physician reprogrammed the ICD's shock configuration, and the patient is described as stable.